Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day after the implant procedure, the left ventricular lead may not be capturing in the pacing configuration it was programmed to at implant or was capturing the atrium. The pacing threshold test showed when the lead was programmed to the lv4 to rvcoil pacing configuration, the lv lead paced, then there was an intrinsic atrial event and an intrinsic right ventricular event; it seemed like intrinsic conduction and was a "weird presentation." When the vector express feature was run to re-review the pacing configurations, the lv1 to rvcoil showed obvious capture. The lead remains in use. No patient complications have been reported as a result of this event.